Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a rotatable snare was received for analysis. Visual inspection of the returned device revealed that the device had the loop damage, however, the loop was not bent. Additionally, the functional test was performed and the loop was able to extend, retract and rotate without any problem. No other issues were noted. A risk review of the rotatable snare was completed using the rotatable snare risk analysis workbook and confirmed that the event of "loop damage" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description, the problem was noticed during preparation and outside the patient. During product analysis, it was confirmed that the snare loop was damaged, but not bent. This failure mode could be interpreted as loop bent. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was prepared for use in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, the handle was manipulated before insertion into the endoscope. When the snare wire was checked, it was found to be lifted so usage was discontinued. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to have no problem. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the snare loop was damaged.